Event description:
The pt received a second bone graft for a lower left molar application. The pt seemed to have some sort of irritation/complication that may or may not be related to the graft. Add'l info has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.